Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Investigation summary: bd received one photo for investigation. Upon visual evaluation, it was not possible to determine if the sample was underfilled, as the tube is laying on its side. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, one (1) tube underfilled. No adverse impact was reported regarding the patient or user.